Manufacturer narrative:
The unit was sent to the ge healthcare depot repair site. According to depot repair, the unit showed signs of a large short-circuit fault with damage to the housing and the communications connector. The unit was scrapped. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. The initial reporter occupation is unknown. The device manufacture date is unknown.

Event description:
It was reported that the user had plugged the module in and noticed a popping sound followed by a puff of smoke. There was no report of patient involvement.